Event description:
An opening was discovered in the plastic pitcher as liquid was being poured into it.

Manufacturer narrative:
A two inch opening was discovered in the bottom of the plastic pitcher as liquid was being poured into it. X-rays were performed to ensure the missing piece did not fall into the surgical site. The missing piece was not located. The facility reported that no serious injury resulted and there was no need for further intervention. The pitcher was returned and evaluated. There was an elongated section of plastic missing from the bottom of the pitcher was measured two inches long by 1/2 inch wide. The root cause for the broken pitcher has not been determined.